Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products:: (B)(4) ICD, (B)(6) 2015. (B)(4).

Event description:
It was reported that the day after the right ventricular lead was implanted t-wave oversensing was noted post pace. Reprogramming of the lead sensitivity was suggested and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.